Manufacturer narrative:
D.9) device was received for evaluation on april 8, 1998. An examination of the returned used device revealed the beacon tip has separated from the main catheter approximate 2mm distal to the bond site. Co can advise instances of tip separation have been reported on this device in the past. On september 25,1996, cook inc. Initiated a voluntary recall on the product line. At that time, a request was made for the customer to return any and all of the catheters to cook inc.

Event description:
An angiogram procedure was being performed. At the time of the first insertion into the right coronary os, the tip broke off. With the removal of the catheter, the tip detached and is currently situated in the descending aorta.